Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The customer contacted product support and was advised swapping in a user interface pcb. The customer ordered the user interface to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Investigation on this quality issue shows that the customer reported that the unit turns itself on. There was no patient involvement.